Event description:
A customer reported that two (2) discordant high sodium (na) results were obtained from the xpand plus with hm system. The samples were retested and a third confirmatory retest was performed. The initial discordant results were not reported out of the laboratory. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. After analyzing the instrument the fse determined that the cause of the discordant result was the loose diluent tubing that had popped off. This caused insufficient diluent in the diluent port resulting in poor dilution of the sample. The fse replaced the disconnected tubing. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. After analyzing the instrument the fse determined that the cause of the discordant result was the loose diluent tubing that had popped off. This caused insufficient diluent in the diluent port resulting in poor dilution of the sample. The fse replaced the disconnected tubing. The instrument is performing within specifications. No further evaluation of the device is required.